Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: valved connector (bd smartsite connector without needle) does not meet the demand because the material is of little durability, "filter" where it connects syringe and simple equipment does not seal and obstructs the entry of the medicine.